Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It seems likely that the root cause for the reported complaint event is related to the patients anatomy (i.e. Severe calcification). It should be noted that the IFU advises the user not to reinsert the orsiro stent system if it was removed prior to expansion as the stent and or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a total occlusion in the lad. Despite pre-dilatation, the lesion could not be passed with the device.